Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a cartridge change error and a cartridge alarm (cartridge alarm 25) occurred. Customer's blood glucose was 97 mg/dl. Reportedly, the customer reloaded the cartridge successfully and resumed insulin delivery.